Manufacturer narrative:
The customer reports the device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, there was no delay in the start of the pre-cleaning. During manual cleaning, the customer reports there were no abnormalities in the reprocessing accessories, the air/water nozzle was flushed with air and water and the air/water nozzle was flushed with detergent solution. The customer could not confirm whether the nozzle was wiped with lint-free cloths/brushes/sponges. During testing, the reported issue was confirmed; the foreign material caused the clog at the air/water nozzle. Also, the device did not meet with water removal ability standards due to the clog. Testing also showed the device was not water tight due to damage at the up/down knob. Finally, testing showed the up/down knob had excess play and the bending angle in the up direction did not meet specifications. These directional issues were caused by a worn angle wire. Visual inspection found the following issues: the lock engagement lever and knob were scratched; both directional knobs were scratched; the flexibility adjustment ring was scratched; the scope connector was corroded; the switch box was scratched; the scope cover was scratched; the scope connector was scratched; the universal cord was scratched; the hand grip was scratched; the suction cylinder was sheared; the control unit was discolored and scratched; the bending section cover adhesive was cracked and chipped; the universal cord protector was scratched; and the connector cover was scratched. The air/water nozzle showed physical damage at the area where foreign material was found. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 16 years since the subject device was manufactured. The device instructions for use document was reviewed. Review showed relevant instruction related to detection of the issue in chapter 3: preparation and inspection. Also, the reprocessing manual provides relevant prevention steps in chapter 3: cleaning, disinfection, and sterilization procedures. The source of the foreign material on the scope could not be specified. The investigation could not confirm from customer reprocessing information whether the device was reprocessed in accordance with the IFU. There was physical damage on the device, which may have resulted in foreign material not being removed during properly conducted reprocessing. However, a definitive root cause of the foreign material on the scope could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the colonovideoscope's nozzle was clogged. The device was returned to olympus for evaluation. During evaluation, foreign material was found at the air/water nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.